Manufacturer narrative:
The t:slim user guide states, "always make sure that the correct time and date are set on your pump. When editing time, always check that the am/pm setting is accurate. Not having the correct time and date setting may affect safe insulin delivery.". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus at 11:30 am that was not recorded in the pump history. Blood glucose level was 300 (mg/dl). Review of the bolus history showed that the last bolus was delivered was at 10:30 am. Review of the customer's pump settings showed that the date and time was inaccurate by 1 hour. Tandem technical support educated the contact that due to the time being inaccurate by 1 hour, the bolus was recorded at 10:30 am, when it had been delivered at 11:30 am. The contact acknowledged the information provided.